Manufacturer narrative:
The manufacturer previously reported this event on february 28, 2020. At that time, was indicated as a "death". This supplemental report has been filed to correct the information. There was no patient harm or death alleged and the device was not in use during the time of the noted malfunction. Has been correctly identified in this report as a malfunction. Section was omitted on previous report.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.